Event description:
(B)(4). After my essure procedure, I had no bad symptoms till about a year later. My hair was comming out in clumps, I was dizzy and diagnosed with vestibular neuritis, ringing in my ears, horrible abdominal pain, excruciating back pain to the point I could hardly work, poor dental, bad sweating, bloating, poor vision. I had a hysterectomy on (B)(6) and most of my symptoms are gone.